Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and not showing cubies. A field service engineer (fse) ran hardware test application (hta) and no cubies were seen. Fse checked the controller board and observed incorrect flashing lights on the drawer. Fse replaced the drawer board, reseated all row-board connections and pyxibus cables, issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had 6 cubies that were a read, write, or had invalid cubie memory failure. After user tried rebooting the device there were 8 cubies with that failure and the rest of the cubies in the drawer stated device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.